Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm100 indicating that the therapy test failed. There was reportedly no patient involvement. The biomedical engineer worked with the philips remote engineer. It was determined that this was a malfunction of the high voltage capacitor which was placed on order to the customer. The device remains at the customer site and no further evaluation is warranted at this time. The customer to replace the high voltage capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.